Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient¿s cgm displayed 17.7 mmol/l. The patient was treated with insulin 3 units from an insulin pen. Thirty minutes after administering insulin, the patient lost consciousness for approximately 1 minute but the cgm displayed 16.6 mmol/l. When the patient regained consciousness, the parent gave the patient jellybeans. The bg was not taken at the time of the event; however, the parent suspected the bg was lower than the cgm value. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.